Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153551 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 153551 and device part number 195-430h / lot 149078.. The lot met the required release specifications. A review of the complaints reported as xxxxxxxx patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153551 showed that the complaint rate is 0.001%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is can be related to issues including self-test user performance, interpretation of the result, or the specific patient sample..

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR number: 1221359-2021-02135.

Event description:
The user reported false positive results with the binaxnow covid-19 antigen self for two (2) patients performed on (B)(6) 2021. This MFR. Report addresses patient one (1) of two (2). The user reported a false positive result with the binaxnow covid-19 antigen self performed on (B)(6) 2021. Repeat testing was performed on (B)(6) 2021 generating negative results. Confirmation testing was performed generating negative results. The user stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.